Manufacturer narrative:
Section b2 (date of death): correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events (patient expiration, cardiac arrhythmia, and renal dysfunction) could not conclusively be determined through this investigation. The patient was implanted with heartmate 3 lvas, serial number (B)(6), on (B)(6) 2018. On (B)(6) 2018, the patient expired due to recurrent ventricular tachycardia and renal dysfunction. No alarms or device-related issues were reported in association with the event. The account communicated that (B)(6), will not be returned for evaluation. No further information was provided by the account. The heartmate 3 lvas IFU lists renal dysfunction, death, and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Cardiac arrhythmia is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient expired (B)(6) 2018 due to recurrent ventricular tachycardia and renal dysfunction. The pump was not returned.